Event description:
Same case as MDR ID#: 2134265-2012-00376. (B)(6) clinical study. It was reported that post a stenting treatment procedure, the patient experienced in-stent restenosis and progression of coronary artery disease. The patient presented due to stable angina. The first 90% stenosed and 6mm long target lesion was located in the distal right coronary artery (rca) with a reference vessel diameter of 2.5mm. The first target lesion was treated with pre-dilation and placement of a 2.5x12mm taxus liberte stent, resulting in 0% residual stenosis. The second 80% stenosed and 10mm long target lesion was located in the mid rca with a reference vessel diameter of 2.75mm. The second target lesion was treated with pre-dilation and placement of a 2.75x16mm taxus liberte stent, resulting in 0% residual stenosis. The third 80% stenosed and 8mm long target lesion was located in the proximal rca with a reference vessel diameter of 3.0mm. The third target lesion was treated with pre-dilation and placement of a 3.0x12mm taxus liberte stent, resulting in 0% residual stenosis. The patient was discharged the following day on aspirin and prasugrel. (B)(6) 2012 - the patient presented due to atypical chest pain and progression of coronary artery disease. Angiography revealed 99% focal in-stent restenosis of the 3.0x12mm taxus liberte stent previously placed in the proximal rca, which was treated with placement of a 2.75x12mm ion stent resulting in 0% residual stenosis. Angiography also revealed 70% in-stent restenosis of the 2.75x16mm taxus liberte stent previously placed in the mid rca, which was treated with placement of a 2.5x20mm ion stent resulting in 0% residual stenosis. The 2.5x12mm taxus liberte stent previously placed in the distal rca was found to be widely patent. The event was considered resolved without residual effects. The patient was discharged the following day on aspirin and prasugrel.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).